Event description:
The customer reported a high blood glucose reading of 450 mg/dl. The customer also stated that she went to the hospital with high blood glucose levels, but felt that the medication she was taking may have caused her blood glucose to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. However, the customer did report repeated no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.